Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. While on support, and shortly after extracorporeal membrane oxygenation cannulation, the attending physician attempted to reposition the impella via bedside echocardiogram and inadvertently pulled the impella out of the left ventricle. The patient was taken to cath lab for possible repositioning, however all attempts failed and impella was removed.